Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her battery has only been lasting for a week. Customer stated that she got a low battery alarm and noticed that it had only been a week. Customer stated that now she doesn't wait for the low battery alarm. Customer's blood glucose was 50 mg/dl at the time of the incident. Customer stated that when the alarm occurs, the battery indicator has less than 2 bars. Customer stated that the battery lasted a little over 1 week. Customer stated the battery compartment looks good inside. Customer was advised to monitor the pump.